Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for follow-up, multiple non-sustained rv oversensing due to noise were observed. All other values were stable. No programming changes were made. There were no adverse consequences to the patient. The patient will continue to be monitored.